Event description:
It was reported that within two days of implant the lead integrity alert was triggered for the right ventricular (rv) lead having oversensing and noise. The pocket was reopened to check the lead in the device header, all testing was okay and the lead pin was not pulled out of the header. The physician suspected the event was due to an electromagnetic interference that could not be explained. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk found the lead integrity alert triggered and patient alert for lead failure predictor on (B)(6) 2011. There was also oversensing with ventricular nst (non-sustained tachycardia) less than equal to 210 ms on (B)(6) 2011 in the timeframe between 01:28:48 and 01:29:31. Ventricular fibrillation (vf) less than equal to 160 ms average v-cycle on (B)(6) 2011 at 15:47:44 and 15:53:49. Interference/noise with ventricular short interval count (v-sic) equal 34.5 counts avg/day, in 2.00 days, between (B)(6) 2011 17:45:45 and (B)(6) 2011 17:47:41.